Event description:
On (B)(6) 2024 - the tip of the suction broke intraoperatively. Piece was not recovered, possible retention of piece disclosed to patient. Unknown when during the procedure the tip broke. On (B)(6) 2024 - patient was intra-op for a left total hip replacement, surgeon was using the super sucker to clean out the space, and to see visually, afterwards when pulling the suction tip out of incision it was noted to have a piece missing from the tip. The loose foreign body was not identified in the surgical site, or in the surrounding field. Director andi was notified, and all remaining suction tips on the shelf with the same lot # pulled. Surgeon will speak to family after closure. Depuy curved mini suction tube ref (B)(4), lot 1019576 both incidences, tip broke in same location/fashion. Reference report mw5155874.